Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to: sui, recurrent rectocele, enterocele, vaginal vault prolapsed stage iii. It was reported that patient underwent partial removal of polypropylene mesh, repair of rectal erosion, rectocele repair with allograft and sacrospinous ligament fixation due to erosion of mesh into rectum and 2x1 sm full-thickness perforation of rectum on (B)(6) 2012. It was reported that patient underwent repair of rectovaginal fistula and abdominal sacral colpopexy using fascia lata, tutoplast allograft on (B)(6) 2012 due to recurrent vaginal vault prolapsed, cystocele and fistula. On (B)(6) 2012, it was reported that patient underwent irrigation and debridement of perineal wound with partial wound closure and placement of wound vac due to perineal wound dehiscence & infection. On (B)(6) 2013, it was reported that the patient underwent transperineal debridement of vaginal wound, perineoplasty using allograft due to chronic open vaginal wound with soft tissue loss of the posterior vaginal wall. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.